Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, bleeding occurred. The surgeon cauterized to control the bleeding. Another instrument was applied to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.